Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,g3,g6,h2,h6(investigation conclusions),h11.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) battery only released in bay 1. There was no patient involved.

Manufacturer narrative:
Due to character limit: e1 (telephone)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information- e1(initial reporter)- (B)(6). Updated fields:b4,b5,g3,g6,h2,h6(type of investigation, investigation findings, conclusion),h11 corrected field: h6(medical device problem code) a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse cleaned dried saline deposits from the battery compartments. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by customer that during routine check, cardiosave intra aortic balloon pump (iabp) battery only released in bay 1. There was no patient involved.